Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was having issues with the infusion set pulling out. Customer stated he stopped using the insulin pump and revert to back up plan. Customer stated there was an emergency phone call for high blood glucose of 700 mg/dl. Customer was not hospitalized. Company rep was unable to gather all the information. No further information reported.